Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "unit appears to be sticking when in motion and does not function properly" was confirmed. During service the device was found with damaged bearings. If additional info becomes available a supplemental report will be submitted.

Event description:
Report received from the USA stating that the "unit appears to be sticking when in motion and does not function properly". The device was not being used during surgery. It is unk if injury or medical intervention occurred. The date of event is unk. There was no additional info provided.